Event description:
Patient received excessive inappropriate therapies, due to noise. Clavicular crush was suspected. As such, the lead was explanted.

Manufacturer narrative:
The field experience was confirmed. Analysis noted abrasion the outer insulation at 48.5 cm from connector pin. Both the is-1 proximal cable wires and one of the rv cable wire were melted. The etfe insulation on the cables was also abraded and melted. The lead abrasions are consistent with that produced by friction with another device.